Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged with phrenic nerve stimulation or diaphragmatic stimulation observed. The lead was repositioned and remains in use. The left ventricular (lv) lead was reported to have partially dislodged. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.